Manufacturer narrative:
Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Investigation summary: peripheral artery dissection: the root cause of vascular injury cannot be determined since the product was not returned and insufficient clinical details were provided. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced a vascular injury that required intervention after the impella cp was explanted. The patient was initially implanted with an impella cp device (serial number (B)(6)), however within the first twenty minutes of support a high purge pressure alarm occurred which could not be resolved. The first impella cp pump was replaced with a second impella cp device (serial number (B)(6)). After 1 day of support, the medical team decided to escalate the patient to an impella 5.5 (serial number (B)(6)). Upon explanation of the second impella cp, it was reported that the patient experienced a vascular injury at the impella cp access site after a perclose device failed. A covered stent was placed to resolve the bleeding. It was reported during impella 5.5 support, on (B)(6) 2025, there was an impella positioning issue which caused the patient to experience ectopy. The medical team was advised to reposition the impella, which resolved the ectopy. It was additionally noted that the patient¿s care was withdrawn, and the patient expired. This complaint involves three impella devices: pump 1: impella cp, with serial number (B)(6). Pump 2: impella cp, with serial number (B)(6). Pump 3: impella 5.5, with serial number (B)(6). This MDR specifically addresses the second impella cp with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.